Event description:
It was reported that pump experienced malfunction with code 16 and could not be reset, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement and kept case open so customer could speak with sales department about pricing and insurance information for an in-warranty pump.